Event description:
It was reported, that the pacemaker alerted, due to low atrial intrinsic amplitude. Stored electrograms revealed, farfield r-wave oversensing on atrial tachy response episodes. The atrial sensitivity was programmed to automatic gain control at 0.25 mv. The pacemaker and atrial lead (non-boston scientific product) remain in service. And no adverse patient effects were reported.